Event description:
It was reported that when using the bd pyxis¿ medbank tower the aio is not turning on. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all-in-one (aio) was not turning on. A technical support engineer mentioned that during the last onsite visit, the field service engineer observed issues with the cable. However, the device was now not powering on at all. A follow was requested regarding repair information to field service engineer (fse), but no response was received from fse about repair information.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the aio is not turning on. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.